Manufacturer narrative:
No conclusion code available. Final analysis confirmed the pulse generator was in backup mode. The device was in backup mode due to transient non-maskable interrupt ¿ nmi that might have been caused by temporary high current from the checksum error. The analysis did not find any anomaly. After re-loading product code, normal device function resumed. The device implant duration exceeded the projected longevity which was considered normal battery depletion.

Event description:
It was reported that an asymptomatic patient presented in clinic for device check. Upon interrogation, the pulse generator exhibited backup vvi. It was noted that the patient had hip surgery on (B)(6) 2016. The device was explanted and replaced on (B)(6) 2017. The patient tolerated the procedure well.